Manufacturer narrative:
Thrombus was confirmed through the evaluation of the returned device; however, the report of a kink in the outflow graft could not be confirmed. The outflow graft was not returned for evaluation. Examination of the pump upon disassembly revealed a deposition surrounding the outlet stator's bearing ball and the rotor's bearing cup. This deposition¿s lack of concentric layering indicates that it did not initially form in the outlet stator. However, its areas of denaturation, as well as the contact marks on the distal end of the rotor, suggest that it was present while the pump was supporting the patient. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were then examined under a microscope and no anomalies were observed. The pump was reassembled and functionally tested under normal operating conditions using a mock circulatory loop and the device functioned as intended. A correlation between the device and the observed thrombus could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
The device was returned for analysis. The evaluation is not yet complete. Device was manufactured prior to UDI labeling implementation. Approximate age of device - 1.5 years. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had a pump exchange on (B)(6) 2015 due to pump thrombosis. The outflow graft was reportedly kinked and was straightened out during the pump exchange. The hospital personnel declined to provide any further information.